Event description:
(B)(4): the consumer reported that their implantable neurostimulator (ins) battery was expired so it wasn't working anymore and they hadn't used it because it had been dead, and they told them at that point that it was going to go out soon. The consumer confirmed the battery died due to normal battery depletion. It was noted the patient had been feeling better and stated maybe they didn't need a device anymore but didn't know yet. It was also reported that they had been really sick and had been nauseous and throwing up. The consumer wondered if the implant could be causing it and wanted to cover all their bases when trying to figure out what was causing the sickness. It was noted that the consumer asked if the implant battery could corrode. It was stated the patient had fallen twice and ended up needing magnetic resonance imaging (MRI) because of the falls but didn't end up getting them because of the implant. Indication for use was interstim-other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.